Event description:
Medtronic received information that a core valve? Transcatheter bioprosthetic valve was implanted into a failed biocor valve. The failure mechanism of the biocor was due to calcium and aortic insufficiency. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)